Event description:
It was reported by a representative from the physician's office that the patient passed away on (B)(6) 2014. From the death certificate and physician's office, it was gathered that the patient was having breathing problems the morning of (B)(6) 2014. An ambulance was called and the patient died naturally of cardiac arrest in the ambulance. The funeral home stated the device was explanted and discarded. The physician was not able to make any assessments concerning the relationship between vns and the death. No additional relevant information has been received to date.